Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Product ID: a810, serial#: unknown, product type: software. Product ID: 8780, serial/lot #: (B)(4), ubd: 28-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a manufacturer representative (rep) regarding an unknown patient receiving an unknown drug via an implantable pump for an unknown indication for use. The rep called to confirm back table prime programming. The rep reported they were doing a revision on the catheter and replacing the pump. No further information provided. On (B)(6) 2020, additional information was received from a manufacturer representative (rep) (confirmed with physician/account). It reported the reason for the pump replacement was because the surgeon wanted to replace everything since replacing the catheter. The reason for the catheter revision was "there was fluid pooling in spine, thus an assumed catheter break". The rep was not aware of any diagnostics or troubleshooting. The pump contained baclofen (no dose or concentration reported).

Manufacturer narrative:
Product ID 8780, serial# h(B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type catheter, product ID a810, serial# unknown. Product type software if information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-17, additional information was received from the manufacturer representative (rep). The break the catheter was confirmed, but the catheter was not collected to be returned.